Event description:
It was reported that during a cardiac arrest pt event, the customer's device failed to power on. The emt's continued care with the local fire dept's AED, who had already been connected to the pt, as they were the first responders, until a back-up device arrived. The emt's transferred the pt to the local hospital with a pulse; however, it was reported that the pt's condition later deteriorated and they expired.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device with the ositech usb data cable plugged in, and was able to verify the reported failure; however, when the usb cable was not plugged into the device, the reported failure was not verified. Proper device operation was observed through functional and performance testing w/o the usb data cable connected and the device was returned to the customer for use. The customer then replaced the ositech usb data cable. The removed ositech usb data cable was sent to physio-control for further eval. Physio further evaluated the removed ositech usb data cable and determined that a 12 volt pin was shorted to ground which had caused the reported power failure.